Event description:
It was reported that a wake button alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy. Distributor inspected pump and no device issues were identified. Reportedly, customer resumed pump therapy.